Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported by the patient that there was a loss of stimulation. They met with the manufacturer representative (rep) on (B)(6) 2015 and it was determined that 5 electrodes on the left side were not working, 2 on the right were not working and 2 were borderline. The physician was letting the patient decide when they want to have the lead wires replaced. It was noted that the patient started to have numbness in their left leg three months ago and it had gotten worse. A myelogram was done on (B)(6) 2015 and there were no noted issues with the spinal cord stimulator. There was no trauma or falls related to this event. Relevant medical history includes post lumbar laminectomy syndrome. If additional information is received, a follow-up report will be sent.